Event description:
During product evaluation by a baxter service technician, a floguard infusion pump has experienced dirt and corrosion on slide clamp sensor contacts. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be dirt and corrosion on slide clamp sensor contacts. To correct this condition, the slide clamp sensor contacts were cleaned and re-soldered. If any additional information is received, a follow-up MDR will be sent.